Event description:
On (B)(6) 2013, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient¿s onetouch ping meter read inaccurately high compared to another device. The medical surveillance specialist (mss) spoke with the patient¿s mother (reporter) on (B)(6) 2013 and obtained the following information. The alleged issue began one morning in (B)(6) 2013. It was reported the patient obtained a blood glucose result of ¿140 mg/dl¿ with the subject meter and ¿60 mg/dl¿ on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient manages her diabetes with insulin pump therapy. The patient continued to follow her usual management routine. The reporter denied the patient developed symptoms or received treatment due to the reported comparison. The reporter informed the mss, however, in the late evening prior to the start of the alleged comparison, the ¿low glucose¿ alarm on the patient¿s continuous glucose monitor (cgm) went off. The reporter claimed the patient was sweating and exhibited ¿jerky movements¿ like she was having a seizure. The reporter gave the patient a ¿pixie stick¿ (glucose) in her mouth and tested her blood glucose at ¿24 mg/dl¿ with the subject meter. The patient was also administered a glucagon injection as treatment. About 10 minutes later, the patient reportedly felt better. Prior to experiencing symptoms, the patient obtained blood glucose results of ¿around 200 mg/dl¿ with the subject meter. The reporter denied any changes were made to the patient¿s usual dose of medications or diet at that time. The reporter attributed the patient¿s symptoms to increased activity due to sports and alleged the patient¿s body may have ¿kicked in extra insulin.¿at the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Based on the information provided, there is no indication that the product caused or contributed to a serious injury. The patient¿s reported symptoms and received treatment happened prior to when the reported issue first occurred. The reporter attributed the patient¿s symptoms to increased activity due to sports and elevated insulin levels released by the patient¿s body. The received treatment correlated with the result the patient obtained with the subject meter at the time of her reported symptoms. However, this complaint is being reported because the subject meter did not meet lfs¿ accuracy criteria.